Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician needed to reposition the rv lead. The suture sleeve was noted to be missing from the lead at that time. The lead was removed from the cephalic vein and no suture sleeve was attached to the lead. Using fluoroscopy, no suture sleeve could be found. The physician assumed that no sleeve was attached to the lead, but also indicated that it could have been pushed into the vein and remains in the patient. A spare suture sleeve was put on the lead and the lead was implanted. The lead remains in use. No patient complications have been reported as a result of this event.